Event description:
It was reported to olympus that the visera elite video system center displayed a color bar screen when it was plugged in during a therapeutic procedure. The device did not change from the color screen display. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for repair and the customers allegation was not confirmed. The device past all functional tests. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.